Manufacturer narrative:
Per results of investigation from the carefusion failure analysis (fa) lab, the involved avea ventilator was powered on in user mode using default adult patient settings and the unit cycled properly. The unit was also cycled on the end user's settings and no anomalies or auto-cycling were noted. The flow trigger, pressure trigger, hotwire flow sensor, and exhalation valve calibrations were performed and all passed. No anomalies were found upon inspection of the internal components. The gde (gas delivered engine) of the involved avea ventilator was removed and tested in a test unit. A system leakage test of the gde was performed and passed. The fa lab was unable to duplicate the reported issue. For precautionary measures, the flow sensor and exhalation valve assembly have been removed and replaced with new parts.

Event description:
The customer reported additional information stating that the suspect ventilator passed the est (extended self test) once removed from the patient. After passing the est, the unit was placed back on the patient. The customer reported that the patient was again unable to trigger breaths consistently and there were no peak pressure readings. Alternate ventilation was provided by removing the suspect ventilator and placing the patient on a good known ventilator.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this vela ventilator was on a patient all night and suddenly the patient was unable to trigger breaths consistently. After the reported event occurred, while troubleshooting, the ventilator was turned on and it was found to be in CPAP/psv mode. The customer ran the ventilator on adult default settings uneventfully and the unit consistently passed the est pre-use check. The customer stated that there was no patient injury or harm associated with this reported event.